Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up with a blood glucose level of 446 mg/dl and he didn't know why. The customer was also hospitalized since his dog knocked him down and he injured his back on the table as a result. 24-hour helpline assistance was declined; however, the customer was advised to report the issue to them anyway. No products were shipped or returned.